Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device users were unable to pull medications because the validation code provided by pharmacy was not valid. A technical support specialist mentioned that no example of not valid validation code was currently available to troubleshoot and then advised the customer to request the nurses to contact the technical support specialist while they were having issues using validation codes to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that bd pyxis¿ medbank tower users were unable to pull medications because the validation code provided by pharmacy was not valid. The customer stated nurses were unable to pull medications because the validation code provided by the pharmacy was rejected as invalid. At that time, there was no example of an invalid code available to assist with troubleshooting the issue. There were no adverse events or injuries reported based on this incident.